Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during stent graft deployment in the right iliac artery, allegedly there was an resistance, when the stent was released in the lumen. It was further reported that the physician removed the stent from patient and deployed another stent after multiple attempts. There was no reported patient injury.

Event description:
It was reported that during a stent graft deployment in the right iliac artery, allegedly there was an resistance, when the stent was released in the lumen. It was further reported that the physician removed the stent from patient and deployed another stent after multiple attempts. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on evaluation of the device returned, a fracture of the outer sheath was identified, which may have caused or may be related to the reported failure to deploy. However, the reported failure to deploy could not be reproduced as the stent graft was already found deployed upon receipt of the sample. The system was flushed prior to use and device compatible accessories were used. The lesion was reported to be severely calcified, but the lesion had been predilated. Based on evaluation of the sample a fracture of the outer sheath of the stent graft delivery system is confirmed. However, a definite root cause cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: d4 (expiry date: 08/2022), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.